Manufacturer narrative:
Patient/user involvement: through follow-ups, the key market indicated that the hospital refused to provide the patient's details.

Manufacturer narrative:
(B)(6).

Event description:
Customer reported that the tidal volume of the ventilator was unstable. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.